Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that air embolism and st segment elevation occurred. It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. After going transseptal and inserting the catheter into the left atrium, the physician deployed the catheter into a flower configuration. Immediately, the splines started to bunch together, causing a cobra shape. The physician took the catheter out of the body and fixed the splines. However, after this, the catheter continued to have some issues with the guide wire being stuck in the lumen and the catheter splines bunching together. During ablation, the physician noticed that the farawave catheter was never connected to a bag of fluids, so the inner lumen had no fluid or drips coming out of the tip. Immediately after noticing the error, the patient started to have st elevation caused by an air embolism due to the excess air entering the body through the farawave catheter. The farawave catheter was ablating the right inferior pulmonary vein preceding the air embolism. The physician decided to wait and see if the st elevation would go down, which it did after a few minutes. The st elevation was noted in leads 1,2,3,v1-6, avf. The physician decided to continue on with the ablation. While treating the pulmonary veins, the catheter continued to have spline issues, even after removing it from the body and manually fixing the splines. It was decided it was time to replace the catheter since it was prone to splines bunching together. The new catheter was more effective and did not have any spline issues. Each catheter had been removed and reinserted into th patient twice during the procedure. There was no tissue seen at the tip of the catheter or guidewire. After maneuvering the guidewire forward and back, the guidewire was able to be removed. The patients blood pressure was treated by the anesthesiologist during the complication. Once the procedure was over, and the patient started to wake up, the patient could not move their left arm or left leg. After being taken off the operating table and taken back into the holding room, the patient was able to start moving their left arm and left leg after approximately 10-15 minutes. The patient spent a night at the hospital and is expected to fully recover and have full mobility. To troubleshoot the spline issue, the physician removed the catheter from the body and manually fixed the splines multiple times. Once the guide wire started having issues as well as the catheter continuing to bunch up, it was decided to replace the catheter as to avoid any harm coming to the patient. The cause for the st elevation is most likely a result of the farawave not being hooked up to any fluids, causing air to come in through the catheter. The patient was under general anesthesia.